Event description:
The manufacturer's field service engineer (fse) indicated that during installation of a v60 unit, the unit would not power on with the original battery. Replacement of the battery was performed. There was no patient involvement, and no potential for patient or user harm.